Event description:
Caller reported experiencing cgm error 42 with their device. Blood glucose level was not adversely impacted. Customer received a complete guide on performing a pump reset from technical support, after which the error did not appear again, and the sensor session started successfully.